Event description:
It was reported that leaking connector and broken irrigation port occurred. During an ablation procedure to treat premature ventricular contractions in the left ventricular outflow tract an intellanav mifi open-irrigated ablation catheter was selected for use. Curve issue was noticed during insertion. Broken irrigation port and leaking connectors were observed. The procedure was completed by replacing the catheter. No patient complications were reported and the patient's current condition is fine.

Manufacturer narrative:
Investigational analysis confirmed the reported failures of leaking connector and broken irrigation port. Visual inspection revealed that the adhesive and irrigation tubing are torn open at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting. The fitting was not received with the device. Dried body fluid was found on the handle, main shaft and distal end. Dried saline found on the handle and distal end. The catheter tip motion was evaluated and both the right and left curves failed and were out of plane. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. X-ray inspection found that the steering sheath has rotated 180 degrees in the distance between the butt bond and the distal end.

Event description:
It was reported that leaking connector and broken irrigation port occurred. During an ablation procedure to treat premature ventricular contractions in the left ventricular outflow tract an intellanav mifi open-irrigated ablation catheter was selected for use. Curve issue was noticed during insertion. Broken irrigation port and leaking connectors were observed. The procedure was completed by replacing the catheter. No patient complications were reported and the patient's current condition is fine.